Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that, when pads were placed on the patient, no ECG trace was displayed even though the selected source was 12 leads. The service replaced the pads, but the failure persisted. The users replaced the pads but the problem persisted. They performed a function test, which allowed them to recover the patient's ECG signal.

Event description:
It was reported to philips that, when pads were placed on the patient, no ECG trace was displayed even though the selected source was 12 leads. The service replaced the pads, but the failure persisted. The users replaced the pads but the problem persisted. They performed a function test, which allowed them to recover the patient's ECG signal. A philips field service engineer (fse) evaluated the device and was unable to duplicate the issue. A philips clinician reviewed the provided event strips. The clinician found that the device was in 12-lead ECG mode. If only pads were applied to the patient, no ECG could be displayed without the necessary 10 chest and limb ECG leads placed on the patient. Upon requesting additional set-up information from the customer, the customer stated that changing the 10-leads ECG has solved the problem. No parts were replaced. The device passed all performance assurance tests and was placed back into use with the customer. There was no malfunction of the device. The customer did not have the required 10 leads on necessary for a 12-lead ECG, and the device was in 12-lead mode, thus showing no ECG.

Event description:
It was reported to philips that, when pads were placed on the patient, no ECG trace was displayed even though the selected source was 12 leads. The service replaced the pads, but the failure persisted. The users replaced the pads but the problem persisted. They performed a function test, which allowed them to recover the patient's ECG signal.